Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was recovering in the hospital after coronary artery bypass grafting. It was noted that the pulse generator exhibited competitive atrial pacing causing patient's blood pressure to intermittently drop. The device was reprogrammed and the patient would continue to be monitored.